Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 90-120mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been properly stored and were first opened 2/28/2016. Customer performed a back to back blood test and obtained 117mg/dl and 118mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with results of 205mg /dl. Customer states that for the last 5 weeks he has received high , readings of 200mg/dl , 235mg/dl , 288mg /dl . Customer does not have the log book and is unable to provide specific date for results. Customer states that on (B)(6) 2016 in the afternoon received a result of 170's mg /dl range which is considered high. Customer states that he was not having symptoms at the time but decided to go to the paramedics because he considered this result high for him. The paramedics obtained a result in the 120's range, customer reports no symptoms or medications administered by the paramedics. Customer is not on insulin at this time , he currently takes oral medications for management. Customer's meter has the wrong time and date.